Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). UDI # - (B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during a hip fracture reduction procedure, the set screw would not turn within the nail. Therefore, the surgeon removed the nail from the patient's bone and used another one to complete the procedure without any further issues.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection the hex feature of the screw showed light scratching; the threads of the nail do not show damage; a visible burr was noticed in the gap between the threads on the screw head ; a hex wrench was used and the screw would not come loose. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause is determined to be a manufacturing and design deficiency. A contributing factor to the event is the noted burr. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.